Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 38 mg/dl. The customer ate glucose tablets and an apple to stabilize bg level. Reportedly, the suspected cause was possibly due to over delivery of a bolus. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.